Manufacturer narrative:
The device was returned for analysis. The reported deflation difficulty was able to be confirmed. The reported difficult or delayed activation and the reported physical resistance / sticking were unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the device was bent in the heavily calcified and mildly calcified anatomy preventing the shaft lumens from moving freely; thus resulting in the reported physical resistance / sticking thumbwheel and the reported difficult or delayed activation. Interaction and/or manipulation of the device resulted in the noted device damages (bunched stent sheath, kinked stent sheath) contributing in preventing the shaft lumens from moving freely; thus contributing to the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly calcified common femoral artery. The 6x100mm absolute pro self-expanding stent thumbwheel was noted to be more stiff than usual to turn when deploying the stent. The stent was successfully deployed. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.